Event description:
On (B)(6) 2015 the customer's spouse called to report that the customer passed away on (B)(6) 2012. The cause of death was renal failure; end - stage renal disease. The customer passed away in the hospital. The customer was hospitalized in (B)(6) 2011. The customer had kidney disease, heart disease, stroke, and infections. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death; he was off the insulin pump therapy for three months before passing. The device was removed at the hospital. The customer was not using sensors and was not wearing one at the time of death. The caller stated that she could not find the insulin pump at the time of the phone call but will send it back when it's found. The spouse does not want further phone calls regarding question related to the death. No further information is available at this time.

Manufacturer narrative:
The functional tests could not be performed due to cracked and bleeding display glass. The insulin pump was also received with a cracked reservoir tube lip, a scratched case, scratched reservoir tube window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.